Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue. The device was tested in different modes and at different rates and delays but it failed everytime, diagnostics anomaly was noted.